Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, clip test was performed and failed. The components adjacent to this severely bent grip do not show damage. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip and the instrument passes engagement and able to retain clip through engagement but cannot apply the clip. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that during central processing, the medium-large clip applier instrument clip did not hold in the jaws. No known impact or patient consequence was reported.